Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial blanking led to the patient¿s implantable cardioverter defibrillator (ICD) to terminate atrial arrhythmia episodes early. The ICD remains in use. No patient complications have been reported as a result of this event.